Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(4) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Customer stated the issue started a few days ago and has been intermittent. Fse order a new sample needle and the customer installed it. On 12-nov-2015, fse arrived onsite, as the low area issue continued. Fse checked and tightened connectors for sampling, found loose connector on injector valve, then ran same patient sample 20 times, area count over 1000. Customer ran 7 patient samples after calibrating and ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was loose connections for sampling.

Event description:
On (B)(6) 2015, a customer reported g8 low ta on capped whole bloods with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.